Manufacturer narrative:
Evaluation summary: during product evaluation, a broken door on pump 2 was confirmed. The pump 2 door assembly was replaced. Review of the complaint history reveals that similar reports have been received for this product for the reported issue. This issue is currently being investigated.

Event description:
The device was returned for service. During service by baxter, a broken door was found on pump #2. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.